Event description:
A bone pin broke upon insertion into the tibia during a makoplasty partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). The pin was replaced, the case proceeded without further incident, and was reported to have had a successful outcome.

Manufacturer narrative:
Bone pin fracture is a known hazard of orthopedic procedures. Tips of drills and bone pins are frequently left in patients and are considered low risk by the surgeon. Mako bone pins are sold in both 3.2mm and 4.0mm diameters of varying lengths. (B)(4). Available historical data on bone pin breakage were analyzed for this investigation. Surgeons were also surveyed for insight on the issue. The analyses show the major contributing factor to bone pin breakage are: surgical technique, patient selection, failure to use a drill guide, and using a drill speed that is too slow thereby increasing torque on the bone pin. Surgeons did not express concerns about the rate of bone pin breakage associated with makoplasty cases.